Manufacturer narrative:
The explanted devices were not evaluated, because they were not returned to bsn. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.

Event description:
A report was received that a pt's precision system was explanted. The physician is no longer practicing, and there is no further info regarding the pt's explant.